Event description:
Perc lead kinked 2 places after pt left operating room/pacu following I&d for drive line infection. Pt had 2 red heart alarms while on pm which resolved when returned to batteries. X-rays confirmed kinking, pt on batteries till operating room for exchange.